Event description:
Dealer advised chair slows down to a stop and showing error code low battery voltage but battery display shows full.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.